Event description:
Routine complaint investigation when a consumer reports imprecise sequential readings within a 10 min time frame on the precision qid blood glucose meter. The results when plotted on a parkes error grid fell into the "d" zone which is considered clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Retain testing of the strip lot has been requested., a f/u report will be filed.